Manufacturer narrative:
(B)(4). Report source: UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent placement of a xtrafix device, at an unknown site. Subsequently, fifteen days later, underwent a readjustment due to loss of position and developed an unknown infection at the pin site. The patient was treated with antibiotics and the pins were exchanged. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Infection: as infection was determined to be not related to the device, a complaint history search will not be performed. Loss of position: complaint history review cannot be performed without product identification. Infection: no devices within the xtrafix system are provided sterile. As such, the infection is not related to the device, and no problem was found. Loss of position: a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.